Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dakota was to be used in a lithotripsy procedure performed on (B)(6) 2022. During preparation, it was found that the tape used to seal the shipping box was also taped on the sterile packaging which lead to the sterile packaging being damaged. The procedure was completed with another dakota. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: device code a0205 captures the reportable event of packaging damaged. Block h10: the returned dakota basket was analyzed, and a visual evaluation observed that the device was inside the original pouch and was unopen. The pouch has a tear and the seal of the pouch is not compromised. Based on all available information, the most probable root cause cannot be established since the investigation findings do not lead to a clear conclusion about the cause of the reported event. There is no evidence of a manufacturing issue, design or user issue which could have caused the complaint. The complaint was not created due to any spencer manufacturing issue, it is believed this failure was cause due to incorrect handling of the product outside of our control. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a dakota was to be used in a lithotripsy procedure performed on (B)(6), 2022. During preparation, it was found that the tape used to seal the shipping box was also taped on the sterile packaging which lead to the sterile packaging being damaged. The procedure was completed with another dakota. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.